Event description:
Same case as 6000093-2006-02284. It was reported that approximately three months after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. The patient is described as being medication non-compliant and presented with acute anterior myocardial infarction (mi). The lesion was located in the left anterior descending (lad) artery. The vessel was totally occluded just after the first major diagonal vessel. The patient was transferred to the cardiac catheterization lab and prepped. The right femoral artery (rfa) was entered and 6 french sheath was placed. A pigtail catheter was used to perform coronary arteriography and ventriculography. Next, a 6 french cls 4 guide catheter was advanced to the lad after some trouble. The patient had a short left main (lm) with a somewhat upper takeoff and the catheters would not sit in the left main, but wanted to sub-select the circumflex (cx). After finally advancing the guide catheter, the guide catheter was easily advanced past the total occlusion in the lad. There was slight antegrade flow. Next, a taxus express2 3.00x24mm drug eluting stent (des) was deployed at 14 atm and intersecting with this stent, a taxus express2 3.00x16mm des was deployed at 14 atm. There were excellent results with no residual stenosis. A star-close 6 french device was used to close the artery and the patient was returned to the cardiac care unit in good conditioin and pain free. During the procedure, the patient received benadryl, heparin and reopro. The patient was also instructed to continue with plavix therapy. Approximately two months later, the patient presented with recurrent chest pain and borderline abnormal troponins, thought to be possibly related to non-compliance, sub-acute stent/borderline thrombosis, but with no major infarct. Angiography revealed the lm was normal. The lad was widely patent at the site of previously placed stents as well as the major diagonal branches. The cx first marginal was small with eccentric narrowing of 10-30% stenosis. The right coronary artery (rca) had "20-3-%" irregularities. Lovenox was added to the patient's medication therapy. One month later, the patient stopped using plavix. The patient again presented with recurrent chest pain. Thrombosis was diagnosed in the lad. An export aspiration catheter was used to clear the thrombosis and a maverick 3.00x20mm balloon was used to balloon the vessel. The patient was reported to be in good condition after reintervention. During the procedure the patient was administered versed, benadryl, plavix, reopro, nitroglycerin and morphine. It is the physician's opinion that medication non-compliance is likely the reason for the patient's condition.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.